Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED battery will not stay in the unit. Customer stated that they tired sevral packs but they would all fall out of AED. The other AED's work as intended. The reported event did not occured during patient use.